Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of basket wire detached during the procedure. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis on the returned optiflex nitinol retrieval basket was performed and it was noted that one of the basket wires was fully detached from the basket assembly at the tip, and was attached at the proximal end. The other basket wires were attached and unbent. The basket assembly was unbent. The outer sheath appeared to have been shaven as a sliver of the sheath was peeled back approximately 80cm from the distal end, and remained attached. The handle was free of obvious defects. A foreign matter was also received and appeared to be the additional shaved outer sheath of the device. A functional analysis was performed. The pinch vise would turn freely, and the basket would rotate. The thumbwheel was actuated, and found that the basket would extend and retract, without resistance. The handle assembly was not disassembled. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. During manufacturing, the devices are 100% inspected for functionality / integrity. Therefore, taking into consideration these factors and the analysis performed on the returned device, the most probable root cause is "operational context".

Event description:
It was reported to boston scientific corporation that an optiflex nitinol retrieval basket was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, it was noticed that a small amount of curled up material was left inside the patient. After checking the device, a roughened component of the wire could be felt and fragments removed from the patient appear to be consistent with the basket wire material from the optiflex nitinol retrieval basket device. The majority of the fragments were removed, and the physician stated that the rest would pass naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an optiflex nitinol retrieval basket was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, it was noticed that a small amount of curled up material was left inside the patient. After checking the device, a roughened component of the wire could be felt and fragments removed from the patient appear to be consistent with the basket wire material from the optiflex nitinol retrieval basket device. The majority of the fragments were removed, and the physician stated that the rest would pass naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.